Manufacturer narrative:
Block h6: impact code f1001 is being used to capture the reportable event of absent of treatment.

Event description:
It was report to boston scientific corporation that a bib intragastric balloon system was used during an endoscopy procedure: balloon implant the procedure performed on (B)(6) 2024. According to the complainant, during introduction of the device the sheath was separating from the balloon and would not pass through the esophagus, the balloon was removed, and the procedure was cancelled. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the procedure was cancelled.

Manufacturer narrative:
Investigation summary a bib intragastric balloon system was returned to boston scientific corporation for analysis. A visual inspection was performed and it showed that the top portion of the sheath was detached from the balloons valve. With all the available information boston scientific determined that the most probable root cause for this event is manufacturing deficiency. Material separation was traced to the manufacturing process. All the information gathered from the customer the overall conclusion code assigned will be manufacturing deficiency. The investigation by boston scientific to address this problem has been completed. Impact code f1001 is being used to capture the reportable event of absent of treatment.

Event description:
It was report to boston scientific corporation that a bib intragastric balloon system was used during an endoscopy procedure: balloon implant the procedure performed on (B)(6) 2024. According to the complainant, during introduction of the device the sheath was separating from the balloon and would not pass through the esophagus, the balloon was removed, and the procedure was cancelled. There were no patient complications reported as a result of this event.